Event description:
A consumer called into customer care to express his concerns"... About his low blood glucose readings several days ago..." It was reported to nova biomedical that a consumer received a result of 38 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 75 mg/dl.

Manufacturer narrative:
The consumer alleges a control solution test was performed as instructed in the directions for use, however, cannot recall if the result was in or out of range. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test will be returned for eval. Test strip lot #: 1020214204. Expiration date: june 2016. Control solution lot #: 1030113176 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.